Manufacturer narrative:
(B)(4). (B)(6). Valuation summary: during the investigation of master complaint cmplnt-(B)(4), an additional sample was received for evaluation. The device was visually inspected against the reported condition of inadequate iodine. Visual inspection revealed that the formed section of the package had evidence of excessive creasing. The packaging had a different visual appearance than expected in that the air inside the pouch had been evacuated and the pouch made a ¿crinkling sound¿ when handled. The sample was weighed and was found to have an insufficient amount of iodine present. Additionally, pin-holes were observed in the foil layer of the formed cavity of the pouch. These pin holes were only in the foil layer of the pouch material and did not pierce through other layers of the material. The original reported condition was verified through the sample evaluation. The cause of this condition was unable to be determined with the provided information and evaluation. A CAPA has been opened to further investigate the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported that when they opened the over-pouch to their minicap, the iodine solution appeared to be insufficient, relative to their normal batches. This observation was made prior to use. No additional information is available.